Event description:
It was reported that syringe 1ml s/t bns was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 301025 batch no: unknown (maybe 9064854 or 9180282) it was reported that the syringe was missing scale markings.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 1ml syringe was received and evaluated. It was observed there was no scale markings present and two small ink smears on the syringe with one at the bottom and one near the top under the step. The missing scale was rejectable per product specification. A potential root cause for the missing scale defect is associated with the marking process. DHR was performed. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9180282 is considered in compliance with our product specification requirements. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064854. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-05. Medical device lot #: 9180282. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t bns was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 301025, batch no: unknown (maybe 9064854 or 9180282). It was reported that the syringe was missing scale markings.